Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y18gax1.16in prn/ec slm leakage with power injector on (B)(6) 2025, the patient's prostate tumour required a special screening enhanced CT scan, which required the insertion of an indwelling needle. The nurse apologised to the patient, who agreed to cooperate. The needle was reinserted and the nurse took out the indwelling needle to perform the puncture. After successfully pulling out the needle cone, blood spurted from the rear end of the indwelling needle. The indwelling needle was immediately removed, and the nurse apologised to the patient, who agreed to cooperate. The needle was reinserted and replaced, and then used normally. This resulted in a second puncture for the patient.

Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review(lot#4109463): 1)the products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed; no leakage is found on the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information available.